Event description:
It was reported via repair work order that the zoom had intermittent power due to malfunctioned batteries. The zoom had intermittent power due to a cracked zoom handle weldment. The zoom handle covers were cracked with exposed sharp edges. Also, the patient right top rail was broken off at the foot end with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.